Event description:
Boston scientific received information that this patient has a history with diaphragmatic stimulation and the caller wanted to reprogram the device to ensure no pacing occurs with this left ventricular (lv) lead. Two weeks later, it was reported that the lead had dislodged. A revision procedure was performed and the lead was removed from service without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.